Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead - implanted: 2013 (B)(6); 693558 implantable tachy lead - implanted 2013 (B)(6); (B)(4) implantable cardioverter defibrillator - implanted 2013 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not capturing at full output. The lv lead was programmed off. It was also reported that it seemed that the atrial lead had intermittent ffrwos (farfield r-wave oversensing). The lead was reprogrammed and then testing for retrograde conduction proved positive proving that ffrwos was not occurring and that atrial sensing was appropriate. The atrial lead remains in use. No patient complications have been reported as a result of this event..